Manufacturer narrative:
Exact date unknown, event occurred in the last few months.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted pig was discarded.